Event description:
Customer reports to have problems with his sensor. Customer reports to have lost sensor and sensor error. Customer's blood glucose was 40 mg/dl. Call was lost during troubleshoot. Message was left for customer to call to complete troubleshooting. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4) .